Event description:
Pt reports they were getting ready to doa cassette change and pt was about to prime, but the area where the red cap is/was cracked and the cassette (lot number 943148) became unusable, so they had to waste it. Pt reports they have 2 more cassettes on hand. IV remodulin premix pt. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did the pharmacy replace the product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their infusion? Yes. Is the therapy life sustaining? Yes. What is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.